Event description:
It was reported that the arctic sun device was not cooling. Mss advised that if the device was not cooling it could be a possible faulty mixing pump or chiller. The customer wanted to send the device in for evaluation. Per sample evaluation results received on 10jun2022, the main ac power switch travels too far in the on position cutting power to the device. The right drain port leaked. The hot side connection of the ac main voltage circuit card and the power inlet module showed signs of electrical overstress . The double bend tube from the manifold to the tank and the l tube from the chiller evaporator output were found expanded. Per sample evaluation results received on 16jun2022, it was noted that tank seals lifted out of place during repairs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling. Mss advised that if the device was not cooling it could be a possible faulty mixing pump or chiller. The customer wanted to send the device in for evaluation. Per sample evaluation results received on 10jun2022, the main ac power switch travels too far in the on position cutting power to the device. The right drain port leaked. The hot side connection of the ac main voltage circuit card and the power inlet module showed signs of electrical overstress . The double bend tube from the manifold to the tank and the l tube from the chiller evaporator output were found expanded. Per sample evaluation results received on 16jun2022, it was noted that tank seals lifted out of place during repairs.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. The device was evaluated upon receipt. The hot side connection of the ac main voltage circuit card and the power inlet module shows signs of electrical overstress. The power inlet module and main voltage circuit card were replaced. The arctic sun 5000 passed all performance, calibration and electrical safety test and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.